Manufacturer narrative:
Concomitant medical products: basket cod (B)(4) (innoflex), handle cod imcem (innoflex), cable cod. (B)(4) (innoflex), metallic extension icl200m (innoflex) investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states that the device is reusable as long as integrity of the device is intact. The instructions for use also states; "reusability of device depend in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet. During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use. According to the report a basket other than a cook basket was used. The instructions for use for the sohendra lithotriptor handle state: ¿only select cook biliary soft wire baskets are recommended for use with this device.¿ prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a lithotripsy procedure, the physician used a cook sohendra lithotripsy handle. The handle broke during the procedure. On (B)(6) 2015, the cook sales representative had a phone call with the physician that perform the procedure, first the sales representative asked about patient, that after surgery is good. About the procedure, the physician told the sales representative that does not impute directly to our device as success, but that it is involved with competitors devices in a series of unfortunate consequences. The patient had a big stone and had already been subjected to previous endoscopic procedures in an attempt to extract the stones, in case of further failure of endoscopic procedure would still have been treated by surgery. Unfortunately, during the last endoscopic procedure the lithotripsy handle broke, due to the big stones, and the basket code, (B)(4) (innoflex), was blocked in the choledocus with the stones trapped. In an attempt to recover the bad situation, a second basket, code (B)(4) (innoflex), was inserted in the endoscope channel and a lithotripsy cable, code (B)(4), was inserted over the second basket. At this point the cable was blocked near the distal tip of the scope and was impossible to go forward or backward and extract the scope. At this point it has only been able to go through surgery procedure (choledochotomy) [there was no other option except for the patient to undergo a choledochotomy]. The doctor stated that the patient was a good candidate for surgery anyway.

Manufacturer narrative:
Concomitant products: basket cod ib736m (innoflex), handle cod imcem (innoflex), cable cod. Igl195m (innoflex), metallic extension icl200m (innoflex). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The supplier visited the quality assurance (qa) laboratory for a full evaluation. The handle has broken off of the proximal bar. The three bars are bent, scratched, and worn; most likely due to a bend in the central bar, it is difficult to turn the handle. The luer adapter on the distal bar is deeply scratched and worn. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state that the device is reusable as long as integrity of the device is intact. The instructions for use also state: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet. During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." According to the report a basket other than a cook basket was used. The instructions for use for the slh-1 state: ¿only select cook biliary soft wire baskets are recommended for use with this device.¿ prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.